Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that an ar-3260-1000 video cart component shelf for an ar-6000b - sn (B)(6) video cart with a boom arm produced a burning smell from an unknown source. Integration reliability will troubleshoot to resolve the issue. No case was involved.